Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Reportedly, the customer observed air bubbles within the cartridge. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on proper loading/air removal process for the cartridge. Elevated bg was address by a correction bolus via the pump.